Event description:
Caller reported a malfunction on the pump with a malfunction code displayed as malf 12. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Cts resolved the issue by deciding to replace the malfunctioning pump with a new one that includes updated software. Customer was advised to use mdi as backup therapy and was informed about the process for the replacement, including storage mode instructions and return procedures. Customer understood and acknowledged all instructions.